Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump with the usb cable. The customer's blood glucose was 100 mg/dl. The customer used an alternate usb cable and the pump charged successfully.